Manufacturer narrative:
Based on the current information provided, the cause of the bleeding cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. A review of the event was conducted by an isi medical officer and the following additional information was provided: an 89-year-old patient with copd on antiplatelets which were held underwent an ion endoluminal biopsy complicated by post-biopsy bleeding. Hemostasis was achieved with bronchoscopic interventions. The patient was liberated from mechanical ventilation the next day and discharged home. Based on the available data the reported event was procedure-related and not device-related. Bronchoscopy is a minimally invasive procedure with a low-risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single-center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of bleeding in the literature resulting in a wide range of incidence with reported rates of 0.72-41.4% with more severe clinically significant bleeding ranging from 0.38-1.47%. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had excessive bleeding requiring medical intervention and hospitalization. The target nodule was 0.7 centimeters in size and located in the right middle lobe (rml) medial segment and the right lower lobe (rll) superior segment. Instruments used included third-party compatible forceps and cryoprobe. The procedure was completed as planned with no delays. The bleeding occurred after the vision probe was removed from the endotracheal tube (ett). A regular bronchoscope was inserted into the ett, and a continuous ooze of blood was noted to be coming from the rml orifice. The source of bleeding was from a lung tumor within the lung parenchyma. The patient was turned to their right side and copious amounts of iced saline and the scope was wedged into the rml to control the bleeding. After the bleeding was controlled, the airways were cleared of blood clots and then the patient was transferred to the intensive care unit. The estimated blood loss was unknown. The patient was kept on the ventilator overnight and received 2 units of packed red blood cells as a precautionary measure. No further bleeding was observed the next day, and the patient was extubated and sent home in fair, stable condition. The physician believed that the bleeding would have likely occurred via another modality. The cause was attributed to the patient¿s underlying platelet disorder and antiplatelet medication. There was no device malfunction associated with the event.